Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, an asymptomatic patient presented in clinic for post-operative device check. Upon interrogation, the atrial lead exhibited a loss of capture. X-ray imaging confirmed that the atrial lead had become dislodged. The lead was revised successfully. The patient's condition post procedure was stable and would continue to be monitored.